Event description:
It was reported during a coronary artery bypass graft the surgeon used a small sized titanium clip to close a nick on the ima. The clip scissored and tore the ima causing bleeding. The surgeon had to stitch up the tear. 12/03/1997 the surgeon had to take the extra time to stitch up vessel. The pt did not receive a blood from the bleeding.